Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer woke up with hypoglycemia and received the following results on the aviva system within 10 minutes: 6:15am 116 mg/dl; 6:16am 65 mg/dl; 6:21am 90 mg/dl; 6:30am 230 mg/dl; 6:31am 84 mg/dl. The customer's daughter treated her with a peanut butter and jelly sandwich and called the paramedic's. The paramedic's arrived and received a blood glucose result of 45 mg/dl on the professional meter; this result was within 10 minutes of the reading of 84 mg/dl that was obtained on the patient's meter at 6:31am. The customer was feeling better and the paramedic's did not provide any treatment to the customer. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.